Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of restenosis is listed in the supera instructions for use as a known patient effect associated with the use of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2016 the 4.5 x 80 supera stent was implanted in the peripheral artery. On (B)(6) 2017 balloon angioplasty was performed to treat in-stent restenosis of the supera. There was no adverse patient sequela. No additional information was provided.